Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 8 easypump ii lt 400-80-s in original packaging. The following investigations were conducted: visual inspection: 4 of the received samples were taken to a visual inspection. The white clamps were opened, and the patient connectors ((B)(4)) were closed by the original wing caps. Damages that would lead to a malfunction were not detected at the 4 samples. At the filling of the pumps a non-symmetrical elastomeric membrane was not detected. Functional inspection: in addition, the 4 samples were taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume (400 ml) with nacl 0.9 %. After starting the pumps, the pumps worked immediately (solution was running). Leakages were not detected at the 4 samples. Physical inspection: furthermore, the flow rate of the pumps was tested. Nominal: 5 ml/h actual: sample 1= 8.6 ml in 1 h; 15.9 ml in 2 hrs; 183.0 ml in 32 hrs. Sample 2= 7.9 ml in 1 h; 14.6 ml in 2 hrs; 175.4 ml in 32 hrs. Sample 3= 8.0 ml in 1 h; 14.6 ml in 2 hrs; 164.4 ml in 32 hrs. Sample 4= 8.5 ml in 1 h; 15.6 ml in 2 hrs; 179.6 ml in 32 hrs. The decisive value to evaluate the flow rate will be measured approx. At the half of the pump running time (50% +/-10%). To note: we measured at 40 % of the total running time. The flow rate of the pumps is within the specification. Summary and assessment: a too fast flow at the pumps, as described by the customer, could not be detected. After 60 minutes no leakages at the complete systems were detected. A non-symmetrical elastomeric membrane, as described by the customer, could not be detected. Based on the conducted investigations the tested samples are within the specifications. Therefore, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 18f08ge291, there is no abnormality and no such defect detected at in process and at final control inspection.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): "overinfusion" "when filling, the pump it becomes rounded on one side only, the solution is concentrated in one side of the pump. The volume of the solution is 270 ml, calculated for 54 hours, is infused in 46-47 hours. The pump rod is bent (possibly a visual deception) and after 10-15 hours of operation, the pumps begin to leak at the point of contact between the upper soft layer and the white semicircular part, from the side of the extension line. The pump is filled with chemo. Pump filled correctly. The convex shape on one side remains throughout the infusion. Also, there are photos of a fjust filled pump, after 20 hours and at the very end of the infusion with a small amount of chemo drug."